Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the customer was drawing medical fluid into the syringe during the pre-use check, some air bubbles were mixed up in the upper part of the syringe. No patient injury was reported.